Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg experienced clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "observation of fibrin and clot particles after melting the frozen tubes. These tubes collected depend on instruction for use these tubes, we checked the process of workflow and check the qc of the centrifuge they use and everything was accepted."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 video was provided for investigation. The video was reviewed. The video shows a substance in the serum which is common if sample was frozen. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin/fibrin clots.) Because the defect was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Retention samples were also tested for anticoagulant content and all tubes met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for fibrin. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072402, medical device expiration date: 2021-03-31, device manufacture date: 2020-03-12. Medical device lot #: 0100181, medical device expiration date: 2021-04-30, device manufacture date: 2020-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg experienced clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "observation of fibrin and clot particles after melting the frozen tubes. These tubes collected depend on instruction for use these tubes, we checked the process of workflow and check the qc of the centrifuge they use and everything was accepted."